Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak while using the homechoice cassette. The nurse stated that after the therapy, the patient noticed fluid on the underside of the cassette door of the homechoice machine. The patient has since performed therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.